Event description:
The customer contact reported the endotool software program did not alarm when a blood glucose measurement was due. The endotool (B)(4) was being used to manage the patient's blood glucose level. No specific parameters were provided. After an unspecified length of time in use, the nurse noted that the blood glucose measurement was due; however, the software did not alarm to alert the nurse. No medical interventions were provided. Although, there was potential for serious injury, the customer contact reported there were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).